Event description:
The customer contact reported the device did not alarm when the tubing was clamped distal to the device. The device was returned to the biomedical engineering department with an unsigned note that stated, "IV pump says malfunction, not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not alarm when the tubing was clamped distal to the device. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.